Event description:
It was reported to boston scientific corporation that a solyx sis system was used during an sling procedure performed in (B)(6) 2009. According to the complainant, post procedure, the patient presented with urinary retention and was referred to a different physician than the original implanting physician. A piece of the mesh was excised and the retention resolved. The excising physician noted that the mesh had been placed at the bladder neck. The patient's current condition is reported to be "good".

Manufacturer narrative:
Additional information was received from the complainant on (B)(6), 2010. It was reported that the initial sling placement procedure was performed on (B)(6), 2009 and the patient experienced urinary retention from the date of surgery. Cytoscopy and sling removal was performed on (B)(6), 2010. The retention was reported to have since resolved and the patient experiences minimal incontinence. According to the complainant, the patient also has a grade 3 cystocele.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during an sling procedure performed in (B)(6) 2009. According to the complainant, post procedure, the patient presented with urinary retention and was referred to a different physician than the original implanting physician. A piece of the mesh was excised and the retention resolved. The excising physician noted that the mesh had been placed at the bladder neck. The patient's current condition is reported to be "good".